Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed. The mother stated that the customer jumped into the pool while wearing the device. The mother also stated that water under the display was observed, and the insulin pump had unresponsive buttons. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.